Event description:
It was reported that, "surgeon tried to engage drawrod into the reflex hybrid screw and during the attempt the tip of the draw rod broke off inside the back of the screw. The tip was stuck inside the screw, the surgeon ended up leaving the screw in since he could not remove it."

Manufacturer narrative:
Method: complaint history analysis, manufacturing record review, risk assessment, visual inspection. Results: there have been 55 total complaints related to draw rod tip deformation; those investigations concluded that user-error lead to the failures. While reviewing the manufacturing file no deviations were noted from this device's batch. While inspecting the draw rod the tip was confirmed broken, the tip was not returned. The surgery was extended 1 hour in an attempt to remove the broken tip from the screw head, which was not successful. There has been no report of any adverse reactions to the remaining tip, which is made of implant grade biocompatible steel to mitigate risks in cases like this. Conclusion: previous instrument failures have occurred due to user-error and it is believed that is the case here as well. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.